Event description:
Bayer case number: (B)(4) pain [pelvic pain female] , systemic symptoms [general symptom] , intolerances [device intolerance] , chemical sensitivity [chemical sensitivity] , functional impairment [physical deconditioning] , central sensitisation syndrome [central sensitisation] , fibromyalgia [fibromyalgia] , chronic fatigue syndrome [chronic fatigue syndrome] , multiple chemical sensitivity, [multiple chemical sensitivity] , physical injuries [multiple injuries] , psychological injuries [psychological trauma] , moral damages [low mood] , loss of quality of life [quality of life decreased] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), general symptom ("systemic symptoms"), device intolerance ("intolerances"), allergy to chemicals ("chemical sensitivity"), physical deconditioning ("functional impairment"), central pain syndrome ("central sensitisation syndrome"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), idiopathic environmental intolerance (" multiple chemical sensitivity,"), multiple injuries ("physical injuries"), psychological trauma ("psychological injuries") and depressed mood ("moral damages") and was found to have quality of life decreased ("loss of quality of life"). The patient was hospitalised for an unknown duration in (B)(6) 2019. The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2019. At the time of the report, none of the events had resolved. The reporter considered allergy to chemicals, central pain syndrome, chronic fatigue syndrome, depressed mood, device intolerance, fibromyalgia, general symptom, idiopathic environmental intolerance, multiple injuries, pelvic pain, physical deconditioning, psychological trauma and quality of life decreased to be related to essure administration. The reporter commented: in a report from the hospital, it is stated that, after the insertion of the essure® device, I have developed a central sensitization syndrome, with fibromyalgia, chronic fatigue syndrome and multiple chemical sensitivity, among other pathologies, which have shown no significant improvement after the removal of the device. This picture has greatly affected my daily life, my autonomy, my health, my work stability and my quality of life in a persistent and limiting manner. Work-related harm and loss of income; medical and pharmaceutical expenses, care and transportation expenses, expert fees; future damages and sequelae that are pending a full assessment. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-may-2026: event injury is replaced with pelvic pain female. New events allergy to chemicals, central pain syndrome, chronic fatigue syndrome, depressed mood, device intolerance, fibromyalgia, general symptom, idiopathic environmental intolerance, multiple injuries, physical deconditioning, psychological trauma and quality of life decreased essure insertion & removal date & details were updated. Additional reporter & reporter causality comment added. Action taken with drug & patients details added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.